Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a laser assisted cataract surgery, an anterior tear in the capsule was observed during the irrigation/aspiration phase of the case. The intraocular lens was implanted. Additional information has been requested.

Manufacturer narrative:
As with any surgical procedure, risk is involved. Potential complications resulting from anterior capsulotomy, phaco-fragmentation, or creation of a partial thickness or full-thickness cut or incision include, but are not limited to, the following: capsulotomy, phaco-fragmentation, or cut or incision decentration, incomplete or interrupted capsulotomy, fragmentation, or corneal incision procedure, capsular tear, corneal abrasion or defect, pain, infection, bleeding, damage to intraocular structures, anterior chamber fluid leakage, anterior chamber collapse, elevated pressure to the eye in the case of an incomplete or interrupted capsulotomy, the surgeon may elect to complete the procedure using traditional capsulotomy methods. In the case of an incomplete or interrupted fragmentation or partial thickness or full-thickness arc cut/incision, the procedure can be repeated at a slightly different position using the centration feature or the surgeon may elect to complete fragmentation using conventional phacoemulsification treatment. Potential complications are not limited to those included in this list. These complications may be surgically or medically managed. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on (B)(6) 2013. Based on qa assessment, the product met specifications at the time of release. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. A root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).